Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: did the device cut completely? Yes. How was the procedure completed? Procedure was completed by hand sewing. Was there any patient consequence due to the device not stapling correctly? No.

Event description:
It was reported that during a low anterior resection procedure, the surgeon followed the complete steps of stapler opening and locking anvil on shaft of circular stapler. As he closed the gun, orange bar was in gap setting scale; but when he fired then there were no staples formed. It is unknown how the procedure was completed. Per the surgeon and operating room staff, extra blood loss was around 5ml and operative time was increased by five minutes.